Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that insulin pump was not be stop alarming even via keypad pattern. Customer's blood glucose was unknown and insulin pump will be returned for analysis.